Event description:
Per journal article, "repair of parastomal hernia after bricker procedure: retrospective consecutive experience of a tertiary center." This article is a study of 23 patients who underwent ileal conduit parastomal hernias repair surgery (16 sugarbaker and 7 sandwich techniques) during the study period. Sixteen patients underwent a primary laparoscopic approach between january 2014 and december 2020. In the 7 sandwich techniques, sepramesh ip and ventralight st were used as keyhole meshes in 6 and 1 cases, respectively, and covered with non-bard meshes. The postoperative complications include three of the seven patients implanted with a bd device who developed medial incisional hernias during the follow-up period one of which needed open surgical repair. The article concluded that the modified sugarbaker or sandwich techniques might be considered as promising techniques for icph repair with a low rate of recurrence. The urological complications, and particularly the ileal conduit-related issues, need to be evaluated in further studies. Controlled and prospective data are required to compare the sugarbaker and sandwich techniques to the keyhole approach for icph repairs. Note, this report represents the sepramesh ip mesh, 6 used in the study.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article and no additional information has been provided. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2014) is provided as a best estimate. This MDR represents the sepramesh ip mesh. An additional MDR was submitted to represent ventralight st mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.